Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, one of the haptics did not fold after inserting the viscoelastic and lens advancement. Surgeon did not feel safe inserting the lens, so alternative lens was used and successfully completed the procedure on the same day. Additional information has been requested but is not available at the time of this report.